Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3432 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "upon opening the 4 fr dual lumen powerpicc kit, the access needle was out of the protective cap and loose in the tray." No other information was provided.